Manufacturer narrative:
Follow-up #1: date of submission 04/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/24/2016 with the following findings: the keypad was torn over the ok button and the button was inverted. Contamination was found under all of the button contacts. Unrelated to the original complaint, the battery compartment had evidence of moisture inside and was confirmed with the leak test. Also unrelated, the display screen was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.